Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a procedure. Post valve deployment, the patient had mild perivalvar leak (pvl) and a post balloon aortic valvuloplasty (bav) was performed with a 24mm non-abbott balloon. After bav, pvl was none. The patient was reported stable